Event description:
It was reported that when using the bd pyxis¿ es server, the new employee was unable to sign in to pyxis and was receiving an unable to authenticate error. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was repeated unable to authenticate errors on several es 1.6.1 stations. A technical support specialist (tss) initiated checks on user accounts, assigned roles, and active directory synchronization. The active directory synchronization and data sync services were restarted multiple times while following knowledge article, active directory users are unable to access (login) to stations when in disconnected mode, or on a separate network from the domain controller and knowledge article, es 1.6 ids multiple domain users unable to authenticate. Some users were eventually able to log in, but others continued to experience authentication failures despite correct permissions. A full sync was performed on the affected station, which completed successfully, yet the login issue persisted for individual users. Active directory entries were reviewed, and the customer was advised to confirm group membership and directory settings. Authentication logs consistently showed invalid username or password errors. A product support engineer (pse) consultation resulted in updating the ldap configuration to use the care fusion service account for authentication, which immediately resolved the login failures. Additional monitoring was performed for two days, after which the customer confirmed that all users could log in without further issues. The case was closed following sustained system stability. The system functioned as intended after the technical support specialist troubleshot the device.